Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified below the knee vessel. A 2.0mmx220mmx150cm coyote balloon catheter was advanced to dilate the target lesion. However, upon second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with no other devices. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. As the device was pressurized water leaked out of the shaft, 38.2cm from the strain relief. Microscopic examination presented no irregularities that could have contributed to the damage. There was a tear in the outer shaft material. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and mildly calcified below the knee vessel. A 2.0mmx220mmx150cm coyote balloon catheter was advanced to dilate the target lesion. However, upon second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.